Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported low flow alarms. Furthermore, a specific cause could not conclusively be determined through this evaluation. The submitted log files did not contain any low flow alarms. One low flow fault was recorded; however, it was not sustained long enough to trigger a low flow alarm. Low flow alarms occur when the estimated flow decreases below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log files, and the system appeared to function as intended. It is worth noting that frequent pulsatility index (pi) events overwrote older data within the file; the dates of the reported alarms, (B)(6) 2021 and (B)(6) 2021, were not captured in the submitted controller event log files. It was reported that the patient had low flow alarms with symptoms. Multiple requests for additional information were sent to the customer, however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was requested. Information not provided.

Event description:
It was reported that the primary controller had evidence of moisture damage at the white cable connection. There was a green material on the white connector. The log file review did not show any issue related to the white power cable. A controller exchange to the backup controller was attempted twice. On the first attempt the controller had a red heart display with an audio tone with nothing noted on the display screen and no pump running symbol light. The patient became dizzy so the patient was switched back to the primary controller. A second controller exchange was attempted and it was reported that there was a 10 second delay with no pump running symbol light. The patient became lightheaded and dizzy so the patient was switched back to the primary controller with no issues. A third controller exchange was attempted with a new controller and there were no issues. Manufacturer report number of the primary controller: 2916596-2021-00623 manufacturer report number of backup controller: 2916596-2021-00624